Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several cubies were not detected on the bus, and one cubie exhibited read and write errors. A field service engineer (fse) confirmed that the affected cubies were replaced by the pharmacy team. Following the replacement, the storage space was successfully recovered and tested using the hardware test application (hta), confirming proper functionality. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had random failed cubies.the customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care.there were no adverse events or injuries reported based on this event.